Event description:
Decreased staining intensity of positive control and samples using cmv-vue kit. Kit contains instructions and materials for the qualitative detection of early structural protein of cmv.